Event description:
Event description guidant received information that this patient with a pacemaker was tired and not feeling well. Upon interrogation of the device it was found to be programmed to a rate of 30 beats per minute. The patient's chart reported the device to be programmed at a rate of 60 bpm. It was determined that the device was most likely left at the rate of 30 during the underlying rhythm test, done at the implant, and they forgot to reprogram it to the rate of 60bpm. If it had undergone a reset mode switch, the rate would have gone to 65 bpm.